Event description:
A pt was placed in chair with a posey vest for safety reasons. Approximately 20-30 minutes after last being seen they were found slumped down in the chair with the posey vest constricting their neck in cardiorespiratory arrest. They were successfully resuscitated however suffered an anoxix brain injury. They were also noted to have sustained a fracture of the thyroid cartilage. Investigation concluded vest was not damaged and was put back into service.